Event description:
The customer reported to olympus the evis eus ultrasound gastrointestinal videoscope balloon was not inflating. The device was returned and during the device evaluation the following reportable malfunction was found: nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. However, in addition to the reportable malfunction, the evaluation found that water supply volume did not meet the standard value due to the clogged nozzle, acoustic lens was damaged, adhesives around light guide lens had white-clouded area, adhesive on bending section cover had a chip, connecting tube had coating peeling, due to wear of angle wire, and bending angle in up and down direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Correction to the results of the device evaluation provided in the initial submission: the customer's allegation "balloon does not inflate" was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. No damage to the nozzle was observed. A definitive root cause for the remaining foreign material in the nozzle could not be identified. The event can be detected and prevented by handling the device in accordance with the instructions for use: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.